Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h10: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully deployed and expanded. Visual inspection did not note problems with the delivery system. During the destructive inspection, the delivery system was disassembled to identify the torsion (rotational damage), and the outer sheath was found in good condition. The outer diameter (od) of the stent was measured and found to be within specification. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent first flange failure to expand. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. It was reported that the handle was rotated as the device was luer locked to the scope. However, the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." There is no indication of the reported event because the stent was received fully expanded. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endosonograpy procedure performed on (B)(6) 2024. During the procedure, the axios stent was fully deployed; however, it was noticed that the stent's first flange was unable to expand. The stent was removed using a foreign body forceps and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the IFU.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endosonograpy procedure performed on (B)(6), 2024. During the procedure, the axios stent was fully deployed; however, it was noticed that the stent's first flange was unable to expand. The stent was removed using a foreign body forceps and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.